Event description:
It was reported that during a stenting interventional treatment procedure, a stent dislodgement occurred. Access was obtained through the right femoral artery. The 90% stenotic, 6x10mm, eccentric, de novo lesion was located in the ostial of the non-tortuous and severely calcified right renal artery. The physician predilated the lesion with an unspecified device and then attempted to place the 6.0x18x90cm express vascular sd stent in the lesion without a guide catheter; but was unable to do so due to the170 degree angle of the renal artery to the aorta. The express stent was removed and then re-inserted using a guide catheter. During advancement no resistance was felt and then under x-ray it was observed that the stent was at the end of the sheath inside the patient. The physician attempted to remove the stent with the guidewire, but was not successful. The stent was then deployed in the internal iliac. The procedure was completed with the deployment of a 6.0x18x90cm non-bsc stent in the target lesion. No further complications were reported and the patient's status is stable.

Event description:
It was reported that during a stenting interventional treatment procedure, a stent dislodgement occurred. Access was obtained through the right femoral artery. The 90% stenotic, 6x10mm, eccentric, de novo lesion was located in the ostial of the non-tortuous and severely calcified right renal artery. The physician predilated the lesion with an unspecified device and then attempted to place the 6.0x18x90cm express vascular sd stent in the lesion without a guide catheter; but was unable to do so due to the170 degree angle of the renal artery to the aorta. The express stent was removed and then re-inserted using a guide catheter. During advancement no resistance was felt and then under x-ray it was observed that the stent was at the end of the sheath inside the patient. The physician attempted to remove the stent with the guidewire, but was not successful. The stent was then deployed in the internal iliac. The procedure was completed with the deployment of a 6.0x18x90cm non-bsc stent in the target lesion. No further complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluation: returned product consisted of an express sd stent delivery system with a non-bsc sheath. There was blood between the balloon folds. The balloon was tightly folded with stent impressions on the surface of the balloon between the markerbands. The stent was not returned for product analysis. The shaft had multiple kinks 25.5 - 30cm from the distal tip. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the reported event or observed shaft kinks. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).

Manufacturer narrative:
Age at time of event: approximately (B)(6). (B)(6). (B)(4).